Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient faced a bent cannula on (B)(6) 2025 which led to high blood glucose level and the patient was treated with multiple daily injection (mdi). No further information is available.